Manufacturer narrative:
Calibration was last performed on (B)(6) 2025. The customer verbally stated that qc was acceptable. It was found that the customer centrifuges samples for 5 minutes at 3400 rpm, which may be too short of a time. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The sodium electrode lot number is ehs and the expiration date is 15-jun-2025. The field service engineer (fse) inspected the analyzer and confirmed it was operating within specification. The fse cleaned the vacuum nozzle, replaced the sipper nozzle, and performed precision testing, calibration, and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas pro ise analytical unit. The doctor questioned the initial results which prompted the customer to repeat the patient samples. For sample 1, the initial sodium result was 130.6 mmol/l. The sample was repeated on another pro ise module and the result was 139.5 mmol/l. For sample 2, the initial sodium result was 126.7 mmol/l. The sample was repeated on another pro ise module and the result was 135.3 mmol/l. The repeat results were deemed correct.